Event description:
It has been reported to philips that the azurion system was not turning on. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the main mcb tripped due to a loose wire. The wire was reconnected and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and found that the system was not getting on. Review of the log files didn't confirm the reported issue. The rse checked the system and found that the main mcb (maintenance control board) tripped due to lose wire from rcd uv release. A third-party engineer assisted the customer by connecting the wire to the mcb. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.